Event description:
It was reported to boston scientific corp on (B)(6), 2009, that a hydratome rx device was used during an endoscopic retrograde cholangiopancreatography procedure. According to the complainant, during the procedure, while the physician was performing a sphincterotomy with the hydratome rx sphincterotome, the cut wire broke into two pieces at the ampulla. Both pieces remained attached to the tome. The procedure was completed with another hydratome rx device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "okay".

Manufacturer narrative:
The complainant was unable to provide the suspect device model number and lot number; therefore, the device manufacture date and expiration date are unk. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation has not been performed; the cause of the reported malfunction is undetermined. (B)(4).